Manufacturer narrative:
Return of product has been requested. Product and lot number not providedby the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Injured [injury]. Part that moves a bit, the actual brush, comes away from holder that you put on toothbrush; can put it back on, but it keeps coming off [device breakage]. Part that moves, actual brush, comes away from holder / comes off and causes injury [injury associated with device]. Case description: a reporter stated that his wife used an oral-b rechargeable toothbrush, version unknown with oral-b precision clean brushheads, and the part that moves a bit, the actual brush, comes away from the holder that is put on the toothbrush. It can be put back on, but it keeps coming off again. The reporter stated his wife had injured herself twice because of this. The brush heads were from a pack of ten. Five brush heads had been used out of which three had the problem. The case outcome was unknown.